Event description:
Complainant alleged that during the analysis of a patient (age and gender unknown), heart rhythm, the device did not advise shock to a ventricular fibrillation heart rhythm. The clinicians then switched the device from semi-automatic mode to manual mode and administered a shock to the pt. The pt's heart rhythm then converted to a normal sinus rhythm. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.